Manufacturer narrative:
The device was not returned; therefore, no evaluation could be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Manufacturer narrative:
The device has not been returned and the serial number is unknown. The investigation is ongoing.

Event description:
The user facility in germany reported that during cataract surgery the patient had floppy iris. An increase of pressure occurred during the pull out of the phaco handpiece needle. The pressure in the eye increased for a moment that the iris went in the direction of the endothelium. As a consequence, the endocorneal angle became small. The attempt to make a corrective action with a cutter via the pars plana failed. The surgeon stopped the procedure on that day with tunnel sutures and conjunctiva adaptation. The sclerotomy was deliberately not sewn shut to relieve tension if necessary. Patient was treated with dexamytrex as. On the next day, the procedure was completed without any issues. The patient was released from the hospital in a good medical condition.